Event description:
Spontaneous call. Patient states that her pump is alarming for high pressure but observed no kinks in the line. Patient was able to switch to back up pump and is infusing fine. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. New pump was sent to pt. No other information known. Reported to (B)(6) by: patient/caregiver.